Event description:
Smiths medical international has been notified of an event where the endotracheal tube was allegedly found to be only ventilating one lung. The event occurred in the anesthetic room where the product was found to be only ventilating one lung. When the pt was moved to theatre their head is moved and again the product only ventilated one lung. On this occasion the endobronchial intubation was detected early and the tube was pulled back into trachea. The signs of high air pressure and a low saturation were restored back to normal. No adverse outcome reported.